Event description:
Spontaneous report. Patient reports tubing leaking during infusion causing pt to not receive full dose, no adverse event reported. Unknown if tubing is available for return. No other information known. Patient does not have lot number. Reported to (B)(6) by pt/caregiver.